Event description:
The customer states that the axsym analyzer is generating error code 3550: sys pressure limit exceeded, soln 4. During troubleshooting for this issue, smoke began coming from the analyzer's syringe motor. The abbott customer technical advocate advised the customer to shutdown/power off the analyzer and initiated a service call. There were no reports of injury or damage to the surrounding laboratory environment. There is no impact to pt management reported.

Manufacturer narrative:
An abbott field service rep (fsr) replaced the pressure monitor pcb, the sample syringe and the pressure monitor sensor. The fsr then performed the following verification procedures: vp03 startup, vp47 flush, vp49 fluidics, vp06 teah cleaning, vp22 p-probe cal, vp25 s-probe cal, vp55 touch screen cal and a pressure monitor check. The axsym analyzer met all specifications. No injuries were reported and no pt results were impacted. No cause was attributed to the report of smoke. The customer's issue is addressed in the abbott axsym system software version 5.20 addendum: march 2005 software version 5.20 addendum: pressure monitoring 3550 system pressure limit exceeded, solution 4. Probable cause: malfunction of pressure monitoring system. This is a final report.